Event description:
It was reported that the atrial lead is fractured. The lead had impedance measurements greater than 3000 ohms. The device was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.